Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer encountered an issue during the fill tubing sequence, customer was unable to fill the tubing. Reportedly, the customer was using u-100 humalog insulin. An infusion set change was performed to address the issue. Tandem technical support informed the customer regarding the use of u-100 insulin being considered off-label insulin with the pump. Customer's blood glucose level was not impacted.